Manufacturer narrative:
Blocks d9 & h3: the visions pv .018 catheter was returned for evaluation. Block h3: the visions pv .018 catheter was returned in two pieces. The distal section includes a portion of the distal tip; measuring approx. 0.9 cm in length. The proximal section includes a portion of the distal tip, distal fillet, scanner body, expanded single lumen, shaft, luer, and connector; measuring approx. 136.5 cm in length. The total length combined is 137.4 cm, which is within specification of 135-139 cm. Visual inspection found no other damage observed. Block h6: the probable cause of the separation was likely damaged during use/handling. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a peripheral therapeutic procedure in a moderately calcified right common iliac. During use, the catheter got stuck on the guidewire and the tip separated within the introducer sheath. The separated tip and the entire system was removed from the patient. The separated tip measured approx. 5 mm in length. No patient injury was reported. This product problem is being submitted because the visions tip separated inside the patient; potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a3b: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned to the manufacturer for evaluation; thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.